Event description:
The consumer reported using the product for an unspecified amount of time on her back. When the patch was removed, the consumer described a burn and skin removal resulting in three areas that were raw, inflamed and oozing. The consumer treated the area with antibiotic cream.

Manufacturer narrative:
Since this is a disposable single-use device, the patch is unavailable for eval and analysis. The lot number was not provided from the reporter to conduct trend analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the pt experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the MFR to enhance product safety and pharmacovigilance.